Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty igniter unit. In addition, dust inside the unit, air pressure failure to retain due to a deformed scope socket, and tank socket rust were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source main lamp fails to work and delays to ignite but once turned on, no issue occurs. The lamp was replaced; however, the issue persisted. The event occurred during preparation for use, prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was surmised that the spare lamp lit up because the main lamp did not light up due to a faulty ignitor unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.